Manufacturer narrative:
H3 evaluation summary: the service history record was reviewed and indicated that this is the first time that this unit has been returned for service. An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was confirmed. After review, it was determined that the gearbox was worn. The software was updated. The power connection label was replaced due to opening the unit. The back housing was damaged. Due to back housing replacement, the bump, hinge label, vinyl foot, tyvek vent, and serial number label was replaced. The battery was out of date so was replaced. The us sensor and rotor were damaged due to wear and were replaced. The pump is working as intended. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was overfeeding.